Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had scope communication error (b30). The issue was found during an unspecified procedure that was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3 and h6. The customer contacted olympus technical assistance support (tac) via phone. Power cycling temporarily cleared the error, but the b30 error recurred. The issue was reported to occur only with 190-series scopes on this tower, while the same scopes functioned properly on a sister video system center tower. No videoscope cable exera cable was connected, and cleaning of the xenon light source socket using light source socket did not resolve the issue. The customer informed tac of the event and troubleshooting was not able to resolve the reported allegation. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, since device was not returned. The most probable cause of the malfunction reported is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by customer.